Manufacturer narrative:
The device has been implanted; therefore, a device evaluation cannot be performed. The relationship between the suspect device and the reported event is undetermined. A search of the complaint database revealed that one additional complaint was reported for this lot (stent displacement). The december 2007 15-month ultraflex esophageal stents product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.

Event description:
An ultraflex covered ng esophageal stent was used to treat a tracheoesophageal fistula in a female pt in 2008. According to the complainant, after the first ultraflex covered esophageal stent became displaced after deployment, a second stent was used; however, its "proximal flare did not open properly. The proximal flare remained infolded after placement." Several attempts to gather further event information were unsuccessful; however, no patient complications were reported and "the device was performing as intended."